Event description:
Treatment of an aneurysm. Medtronic (covidien) received information regarding a manufactured product. During the procedure, it was reported that two pipelines (4.50mm x 18mm / 5mm x 14mm) could not be released from the capture coil. Both pipelines were removed from the patient without intervention. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2015-00180.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4).